Event description:
It was reported, the cysto-nephro videoscope, microfiber was found in the channel during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g1; h2; h3; h4; h6; h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a tear inside the instrument channel, and a detached distal end from the bending section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause of the microfiber found in the channel can be traced to a tear found inside the channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.